Manufacturer narrative:
If the information is unknown, not available or does not apply, the section/field of the form is left blank. Exact date is unknown. This report is for one (1) unknown locking screw. Part#, lot# and UDI # is not available. Device is not expected to be returned for manufacturer review/investigation. This report is for one (1) unknown locking screw. PMA/510(k) number is not available. (B)(4). Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Additionally, device history records review could not be completed without lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that on (B)(6) 2018, patient was implanted with proximal femoral nail anti-rotation (pfna). Post-operative, on an unknown date, a proximal femoral nail anti-rotation (pfna) implant broke. It is unknown which specific implant broke. Patient outcome and the revision surgery information was not reported. This report is for one (1) unknown locking screw. This is report 3 of 3 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Corrected data: b1, b5, h1: the initial complaint was reviewed and found not reportable. Synthes received an x-ray indicating that the nail was the broken device. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.